Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used in the colon during a procedure performed on (B)(6) 2025. During the procedure, the clip was unable to detach after deployment. The physician had to pull catheter to remove clip from tissue. The procedure was completed with another resolution 360 ultra clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy. Block h2: additional information: block b5 (describe event or problem) block h11: the returned resolution 360 ultra clip was analyzed, and the device was returned without the clip assembly, and both visual and microscopic inspections confirmed evidence of full deployment. No other problems with the device were noted. The reported event of clip could not be deployed was not confirmed as the device was returned without the clip assembly, and both visual and microscopic inspections confirmed evidence of full deployment. Therefore, the most probable root cause for this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used in the colon during a procedure performed on (B)(6) 2025. During the procedure, the clip was unable to detach after deployment. The physician had to pull catheter to remove clip from tissue. The procedure was completed with another resolution 360 ultra clip. There were no patient complications reported as a result of this event. Additional information received on august 25, 2025: it was confirmed that the type of procedure was flex sigmoidoscopy.